Manufacturer narrative:
(B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome¿ xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, when attempting a sphincterotomy of the papilla, the cutting wire did not release the bow after it was bowed. The device was removed from the patient. The procedure was completed with a second ultratome xl along with same non bsc active cord and generator. Reportedly, the cutting wire was not broken and there was no visible damage noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal pierced hole melted, causing the cutting wire to be displaced. The cutting wire was broken within the handle. A functional inspection was not performed due to the condition of the returned device. The evaluation concluded, it is possible that due to anatomical or procedural factors encountered during the procedure, performance was limited, and force applied to the device may have generated the failure noted. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an ultratome¿ xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when attempting a sphincterotomy of the papilla, the cutting wire did not release the bow after it was bowed. The device was removed from the patient. The procedure was completed with a second ultratome xl along with same non bsc active cord and generator. Reportedly, the cutting wire was not broken and there was no visible damage noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.